Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post implant with cardiac tamponade, suggesting perforation. Device interrogation revealed increased capture thresholds. Thresholds were not tested at the implant due to patient being in an svt. The patient was stable. The physician elected not to reposition the lead and will continue to monitor the patient.